Manufacturer narrative:
The pt did not suffer any apparent injury as a result of this incident but did require an IV fluid bolus of one-liter of normal saline. Facility's nurse mgr was unable to provide specific info about this pt. All that is certain is that this was a male pt in acute renal failure as a result of sepsis and was on cvvhdf. The age and race of the pt is unknown. She admitted that the override button was pressed numerous times in attempt to clear alarms. This resulted in the excess fluid removal reported. There is no events history available. A gambro technical sevice (gts) rep was not dispatched to inspect the machine. Facility's chief biomedical technician inspected the machine and was unable to find anything wrong with it. The machine has been returned to service with no further incidents.